Event description:
It was reported the patient is experiencing difficulty charging her ipg. It was also reported the patient ipg is moving in the pocket. It was noted the charging difficulty may be due to the depth of the ipg. The patient may undergo surgical intervention as the next course of action. The event date is unknown.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.